Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they first noticed the ins moving around in the pocket in (B)(6) 2018. They did not have any symptoms associated with this event. They also don't recall any circumstances that may have led to or caused the ins to start moving around in the pocket. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was moving around in the pocket site on (B)(6) 2019. No symptoms were reported. A physician assistant looked at the pocket site and agreed, so the patient was being scheduled for a pocket revision to fix the issue. No further complications were reported or anticipated.